Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that post implantation of an intraocular lens. There was an asymmetric progression on (B)(6) 2020, it was reported that vision takes hour to focus in am and struggling to see road signs, complaining of floaters and the lens moved from 66 to 70 degrees. One month later the vision was doing well, but pain once in a while. At 3 months check, patient was disappointed and still had floaters and a shadow on right side of vision. There was a mild capsular bag syndrome and trace of posterior capsule opacification. Saw three weeks later right eye was not focusing and was unable to see up close at all, complains of floaters as well. Additional information has been requested.